Event description:
Customer reports receiving a low reading. Customer obtained a meter reading of 65 mg/dl compared to a laboratory result of 581 mg/dl obtained within 10 minutes. The results when plotted on a parkes error grid gell into the "d" zone showing the difference in values to be clinically significant. Customer reported feeling giddy ans was taken to the emergency room. Customer reported being diagnosed with dka, but stated that the treatment provided at the hospital was candy, ice cream and fruit, which is normally a type of treatment provided when the customer is hypoglycemic instead. Clarification of these points could not be undertaken with the customer due to the phone number provided on the initial call was disconnected.

Manufacturer narrative:
A letter has been sent to the customer requesting a call back to further discuss and clarify the reported diagnosis and treatment.